Event description:
This lead was implanted on (B)(6) 2014. And (out-of-service) on (B)(6) 2016. It was damaged, during the procedure. The physician was (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).